Event description:
Ran20201/461 "kundin hat das produkt gestern in der filiale 2877 gekauft. Sie hat diese gestern abend auch genutzt und es sind gleich sehr viele borsten ausgefallen. Ihr ist aber aufgefallen, dass es überwiegend die blauen borsten sind. Translation: "the customer bought the product yesterday at branch 2877. She also used it yesterday evening and a lot of bristles fell out. But she noticed that it was mostly the blue bristles."